Event description:
It was reported that oxytocin 30u in 500ml of lr was programmed to infusion at a rate of 6ml/hr (6mu/min) in the l&d department. When the volume to be infused (vtbi) completed, the pump automatically went to a rate of 10ml/hr to keep vein open (kvo). The nurse was in the room at the time the pump alarmed to begin kvo infusion and reprogrammed the pump back to 6ml/hr despite the expectation that the pump would remain at the 6ml/hr rate. There was no harm. The facility reported that they concluded that this was a "user error".

Manufacturer narrative:
The customer¿s report of unexpected rate change was confirmed. The log analysis results has confirmed that after having entered an infusion rate of 6.0ml/h (6.0milliunit/min) on (B)(6) 2019 11:09:44 the user then inadvertently selected a dose of 2.0milliunit/min and started the infusion. Due to the correlation between the rate and dose concentration (1ml/h = 60milliunits/hr = 1milliunit/min) this automatically updated the previously set infusion rate of 6.0ml/h to 12.0ml/h. The root cause of the reported unexpected rate change was attributed to user error. When the vtbi had been completed the pump automatically started the kvo at a rate of 10.0ml/h as per the dataset profile msu_mnu. With an infusion rate >10ml/h and once the vtbi has been completed the kvo rate is 10.0ml/h, however with an infusion rate <10.0ml/h and once the vtbi has been completed the kvo rate remains the same as the infusion rate. The kvo rate is configurable in the dataset profile for a rate between 0.1ml/h and 20.0ml/h. Log review only.

Event description:
It was reported that oxytocin 30u in 500ml of lr was programmed to infusion at a rate of 6ml/hr (6mu/min) in the l&d department. When the volume to be infused (vtbi) completed, the pump automatically went to a rate of 10ml/hr to keep vein open (kvo). The nurse was in the room at the time the pump alarmed to begin kvo infusion and reprogrammed the pump back to 6ml/hr despite the expectation that the pump would remain at the 6ml/hr rate. There was no harm. The facility reported that they concluded that this was a "user error".

Manufacturer narrative:
Correction to initial report: omit foreign) correction to follow up 1:

Manufacturer narrative:
Although requested, the affected devices have not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
It was reported that oxytocin 30u/500ml infusion at a rate of 6ml/hr (6mu/min) in l&d converted to a kvo rate of 10ml/hr when the infusion was completed. The nurse was in the room at the time of the beep to begin kvo, and reprogrammed the pump back to 6ml/hr. She noted that if the oxytocin rate was too high, tachysystole can result which could lead to fetal hypoxia and demise. The clinician would like to know if the pump could be set up to stop once the vtbi was completed, as they run a lr on a separate pump along with the oxytocin inductions, so they would not need the kvo feature.